Event description:
The manufacturer received the information from device tracking. The patient registration form indicated "device explanted" for a perceval plus valve, pvf-m which attempted to be implanted on (B)(6) 2025. No allegation of any device dysfunction nor patient injury has been received from the site. No further information is available at this time.

Manufacturer narrative:
This report is a duplicate report for the report submitted through esg new system on 26 april 2025 with core ID: (B)(4).